Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code kwp, mnh, mni. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent for a synapse surgery. During the surgery, the screws was not inserted properly. Screws were removed and surgery was completed successfully with new screws. No harm to patient. The surgery was delayed 30 minutes. This complaint involves three (3) devices. This report is for (1) 4.5mm ti cancellous polyaxial screw 22mm. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary investigation flow: damage. Visual inspection: the cancellousscr synapse ø4.5 l22 tan (p/n: 04.614.222, lot number: h767432) was received at us customer quality (cq). Visual inspection of the complaint device showed the head of the screw had some scratches, and there was foreign material at the top of the shaft, just below the head. Device failure/defect identified? Yes. Dimensional inspection: drawing: specified dimensions: thread major diameter = measured dimensions: thread major diameter = conforming device used - caliper ca818. Document/specification review: (current and manufactured) was reviewed. (Current and manufactured) was also reviewed. No design issues or discrepancies were identified. Complaint confirmed? No. Investigation conclusion: this complaint is not confirmed as no functional damage is observed. However, there are scratches and foreign material on the complaint device. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part number: 04.614.222, lot number: h767432, supplier lot number: n/a, manufacture date or release to warehouse date: nov 1, 2018, expiration date: n/a, supplier/manufacture site: (B)(4). No ncrs were generated during assemble production of lot number h767432. Device history record review was performed only on the assembly DHR as directed by chu. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of the non-sterile product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.